Event description:
Additional information received on 1/14/2025: all broken fragments were removed from the patient. The case was completed using another anchor. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Complaint allegation is confirmed per picture provided that shows the broken bio-screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcct biocomposite swivelock c anchor broke during insertion. This was discovered during an acl procedure on (B)(6) 2024.